Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead exhibited high threshold, high impedance, and undersensing due to an apparent subclavian crush fracture. In addition, the ventricular lead exhibited high thresholds. The leads were explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. The analyst noted that the distal continuity test result was failed. Performed destructive analysis, visual of distal conductor and found distal conductor fractured in-vivo/ flexed within 5cm of the anchoring sleeve.